Event description:
The reporter indicated that the pt experienced bradycardia and asystole in the or during the initial lead test. The device was not implanted. The pulse generator and bipolar lead were discarded by the materials clerk at the hosp. Two attempts (one in writing and one via phone) to obtain more info regarding this event have been made; however, no info has been received to date.